Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer was back in the hospital with diabetic ketoacidosis and was admitted last (B)(6) 2014. Troubleshooting was done. Customer's blood glucose was 500 mg/dl. Customer stated that the y need more training in bolusing. Customer is currently on manual injections. Customer will meet up with trainer and will keep us updated if customer will be getting back on the insulin pump. No further information provided.